Event description:
The customer reported that while running an htlv I/ii assay, a sample barcode in position g4 was misread.summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.